Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The root cause for the report of user error was undetermined. A labeling review was performed and found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported a check heater line alarm on the homechoice (hc) during fill 1. The technical service representative (tsr) assisted the home patient (hp) as the hp stated only changed the cassette and not the bags. The tsr explained the setup and the alarm to the hp. The tsr assisted the hp in ending therapy. Product surveillance contacted the nurse on (B)(6) 2011 regarding the user error. According to the nurse she was not aware of this event, however, the patient has been to the clinic since this event and has resumed therapy. There was no patient injury or medical intervention associated with this event. No further information is available.